Event description:
It was reported that, during a knee surgery, the powermax elite shaver was not working. It is unknown if a back-up device was available or if there was a delay in the scheduled surgery. No patient injuries or other complications were reported. Preliminary results of investigation revealed a jammed motor/ blade stall which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.